Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "implant pain, the implants are making their back hurt as well, because they are too large, one side looks bigger than the other". Healthcare professional later reported "replacement from textured to smooth due to the patient concern with the product". Healthcare professional later also reported a rupture for unknown side found at the time of explant and stated "I just know it was a mess". This record represents the right side. Device has been explanted.